Manufacturer narrative:
Merge unity pacs is designed to display a message to the user when an exam report fails to upload to the image server. In this instance, there was no evidence that the physician received the message warning that the report did not upload. It was not possible to determine if the message displayed on the screen for the physician when the report was first read and saved. Unity investigation showed the database was updated but the report did not upload to the server. Audit trail showed the exam was read, approved and saved. The exam was re-read by the physician. Logs were unavailable for review as this issue was discovered after they truncated on the station. No other review/investigation is available for cause.

Event description:
Merge unity pacs is a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. On (B)(6) 2017, a customer reported that a radiologist was unable to view a report. The radiologist was receiving an error when opening the report for dictation. The customer reported that no object could be found. Merge unity technical support investigated the customer's allegation by connecting to the workstation and searching in the reports folder. The investigation showed that the database was updated but the report did not upload to the server. The audit trail showed the exam was read, approved and saved. The exam was re-read and saved successfully by the physician while images are available, a finalized report not being available for subsequent review by the patient's physician could potentially result in a delay in care that could lead to harm. However, the customer did not allege any harm, serious injury or death as a result of this issue. Reference complaint (B)(6).